Manufacturer narrative:
External battery

Event description:
During service of the device, the manufacturers field service engineer (fse) noted the external battery failed testing. The fse replaced the external battery to correct the reported problem. Applicable final testing was completed per operating specifications and passed